Manufacturer narrative:
(B)(4). This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information including x-rays, patient medical history and the explant were requested in order to progress with this investigation. However, not all were available, therefore, there was limited information available for the investigation. The appropriate device details were provided and it was found that the parts associated with these records were manufactured in 2013 and conformed to material and dimensional specification. From the information provided to corin (B)(4) it has been concluded that the trifit ts stem was revised following a fracture of the femur, which is likely to have been caused by the patient being overly active during physiotherapy too soon after the hip replacement. At this time it is concluded that the corin device's did not cause or contribute to the patient's experience. Therefore, this case is now closed. However, should any new information be provided this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient underwent revision approximately 1 month after primary surgery due to fracture of the femur. Surgeon confirmed no fracture pre op, nothing post op and no fall.